Manufacturer narrative:
The initial MDR 2517506-2020-00306 was filed on 07-oct-2020. Additional information (12-oct-2020): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the following instrument errors "257 cuvette wheel does not find its position" and "259 air pressure too low" during the time frame the discordant results were observed. No instrument errors were found related to sample or reagent metering. The cse performed the following service actions related to sample and reagent metering and cuvette formation: checked the temperature of the cuvettes, reagent and heterogeneous module (hm). The cse replaced the reagent r1, reagent r2, sample syringe tips and the 3-way sample valve. The cse replaced the following parts of the cuvette formation module: replacement of the heating torch, replacement of the black rubber tip, replacement of the u-seal and replacement of the u-seal solenoid. The cse ran the quick check procedure with acceptable results. Siemens headquarters support center (hsc) reviewed the available data and concluded the cause of the falsely depressed creatinine, (enzymatic, ezcr) test result was due to errors with cuvette formation. The instrument is performing with specifications. No further evaluation of the instrument is needed. Section h10 component code, type of investigation, investigation findings and investigation conclusion codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed creatinine, (enzymatic, ezcr) test result was obtained from a dimension exl 200 instrument. Siemens is investigating this issue.

Event description:
A falsely depressed creatinine, (enzymatic, ezcr) test result was obtained from a dimension exl 200 instrument. The initial test result was not reported to the physician(s). The same sample was repeated on an alternate instrument, and a higher test result was obtained. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed creatinine test result.